Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of intraocular lens (iol), the surgeon observed a foreign material in the patient's eye. Therefore it was removed and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/14/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) on the cartridge, indicating that the unit was handled and prepare for surgical use. Dent/distortions were observed on the cartridge tip. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. The intraocular lens (iol) was not returned. A debris/particle was returned in a container and it was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the bulk material is abs (acrylonitrile/butadiene/styrene) and the broad peaks in the spectrum may also indicate exposure to moisture, salts and/or a salt solution or material. The customer's reported complaint of debris was verified; however the investigation results reasonably suggest that the foreign material is not associated to the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.